Manufacturer narrative:
On 28-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a foreign material was found on one of the splines. It was noticed that a piece of fiber was coming from one of the splines and was loose/hanging off of the spline. The caller stated that the issue was noticed before advancing the catheter into the body. The octaray catheter was not replaced. The caller stated that a remap was performed using the ablation catheter. There was no patient consequence. The foreign material looked fibrous, almost like a hair coming off one of the splines. There were no lifted or sharp rings as a result of the damage. The physician did not mention feeling resistance.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a foreign material was found on one of the splines. It was noticed that a piece of fiber was coming from one of the splines and was loose/hanging off of the spline. The caller stated that the issue was noticed before advancing the catheter into the body. The octaray catheter was not replaced. The caller stated that a remap was performed using the ablation catheter. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed following j&j medtech procedures. Visual analysis revealed that two electrodes were lifted and had a plastic attached. A fourier transform infrared spectroscopy was performed and revealed that the plastic attached in the electrode was polytetrafluoroethylene (pt-fe). The origin of the pt-fe could be the interaction of the catheter and the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pt-fe observed in the electrode could be related to the foreign material issue reported by the customer, the complaint was confirmed. The pt-fe in the spline and lifted electrodes could be related to the manipulation of the device with a sheath during the procedure, however, this could not be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).